Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after puncture, the sleeve did not recovery after insertion of the fbn, resulting in waste of blood samples."